Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(6).

Event description:
Health (B)(6) reported that a facility representative notified them that an intraocular lens (iol), which was clear when implanted, is now noted to have refractile inclusions termed "glistenings". These are affecting the quality and amount of vision. Additional information has been requested. This report is for the right eye.